Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured were possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi- factorial. The attachment associated with this MDR is as follows: part number; 5100120922, lot number: 09174.

Event description:
It was reported that during a surgical procedure on the spine, the bur broke. It was further reported that there was no pt injury or adverse consequences as a result of this event.